Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. About two hours later after the sensor warmup period, the patient started to get gcm values, but they were off from her bg. She could not remember what the cgm value was but stated that she checked her fingerstick bg and it was 526 mg/dl. Based on the bg she gave herself a full dose of insulin and said that it made her glucose level plummet. She lost consciousness from the hypoglycemia and her sister called 911. Emergency medical technician¿s (emts) arrived and gave the patient glucose tabs and dextrose via intravenous (IV) therapy. The emts initially had difficulty getting her glucose level back up and it was in the 40s mg/dl, but she later regained consciousness. She drank orange juice and had a peanut butter and jelly sandwich and did not go to the hospital. At the time of the report 2 days later she stated she was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.